Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide device after a small hole procedure using a 6f sheath. Reportedly, the proglide device achieved hemostasis on (B)(6) 2021. There was no clinically significant delay reported. On (B)(6) 2022, the patient returned for a procedure. An angiogram noted the artery was damaged. Hemostasis was achieved with manual compression the patient returned for a third procedure on (B)(6) 2022 with a non-abbott device achieving hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem. H6: health effect - clinical code 4559 removed; 2422 added. H10: additional mfg narrative.

Event description:
Additionally, the following information was received from the site: reportedly, vessel damage is referring to the tight appearance of the vessel [occlusion]. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The patient effect of tissue injury is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Medical review was performed and concluded the following. The complaint summary is not about the failure of an abbott product during use, but of vessel damage possibly caused by perclose devices. The complaint summary states that femoral angiograms from five patients have noted vessel damage at the access/closure sites over the course of subsequent procedures. The provided media consists of femoral angiogram images of the five patients in question organized in a powerpoint presentation. The angiogram images of each patient show the access sites over the course of procedures dating back as far as 2020. It is noted in the presentation that manual hemostasis and vascade closure devices were also used in addition to perclose. Changes to the vessel walls at the access sites can be seen but the severity and cause cannot be determined from the provided media. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial report, user facility medwatch report (mw5115241) received, stating: "perclose device used after procedure in cath lab. Patient developed clot in femoral vessel, had to return to operating room for thrombectomy. Several cases of similar issues have noted recently by the cath lab. Cath lab manager notified the abbott rep of issues and sent images of abnormal vessels noted on angiography after use of perclose device. Abbott rep" additionally, the following information was received from the site: the patient noted on the medwatch did not have a clot or thrombectomy. A sixth patient has now been identified to have the same issue the account has experienced, a stenosis issue in the received medwatch report.